Manufacturer narrative:
(B)(4). Batch # (B)(4). The analysis results found that the er420 instrument was received with no damage in the external components. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining (B)(4) clips were ejected; finally the instrument locked out as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify, when the clip did not hold well, what the clip formation was? Was the clip unformed? Was the clip malformed? Or was the clip scissored? Or was there a clip gap (not formed completely)? This information was not provided by the hospital.

Event description:
It was reported that during an unknown procedure, the clip did not hold well. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.